Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, unexpected device reset was observed. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
The reported field of backup vvi was confirmed in the laboratory. The device was tested on the bench and functioned normally. The cause of the bvvi was due to a power on reset (por) occurred on (B)(6) 2015 while charging for high voltage.

Manufacturer narrative:
New information states that the correct explant date is (B)(6) 2017.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the device was explanted due to premature battery depletion.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-16136 and the subsequent supplemental reports, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).